Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error and for a compromised force sensor system. The blood glucose reading was 225 mg/dl. The customer treated with manual injection. The insulin pump had not been stored or out of use for an extended period of time. The reset alarm occurred during normal use and not after inserting a new battery. The drive support cap appeared normal and recessed. The customer had not pressed on the cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.